Event description:
It was reported, that the ar-6480, dualwave pump, touch screen does not adjust to any settings. When the screen was pressed it would automatically default to the main screen which would not allow the pump to run irrigation to the field.

Manufacturer narrative:
The complaint is not confirmed. No pressure or flowrate discrepancies were observed. The unit passed all bench tests during the evaluation.